Event description:
The customer reported that one hour after the pressure transducer system was connected, "it came to blood supply disturbances. The hand with the artery was mottled, inclusive the forearm. The artery (catheter) had to be pulled after one hour. The customer believed that the system has drawn air. In the pressure transducer- infusion they don't injected heparin. This patient also had clotting disorders, or bleeding tendency". Additional information from the reporter stated that they were not sure if the user punctured the artery multiple times. The issue occurred only when the user changed the dpt to the new model t001762a. Now after changing back to the old model, the problem does not occur anymore. The arterial catheter and access kit are not edwards devices.

Manufacturer narrative:
The product involved was discarded.